Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a clot occurred. During the procedure, the impedance of the smart touch sf catheter rose when ablation was conducted in the left ventricle. The system never allowed ablation over the impedance cutoff value. The catheter was removed from the patient¿s body and it was discovered that a clot/coagulum was stuck to the tip of the catheter. The patient was given anticoagulant during the procedure. The stockert j70 generator was in power control mode. There were no issues related to temperature and flow on the catheter. There were no error messages observed on biosense webster inc equipment during the procedure. The issues were resolved by changing the catheter to another one. The procedure was completed without patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. The high impedance issue is not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, this event is MDR reportable since clot/coagulum has poor adherence to catheters and it could be a potential source of embolism.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch sf bi-directional nav catheter and a clot occurred. The returned device was visually inspected and it was found in normal conditions, no sign of clot was detected in the catheter. Per the event, the catheter was tested for electrical performance, temperature response and generator compatibility and it was found within specifications. In addition, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the clot issue cannot be determined. However, neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/02/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).